Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was implanted. The patient was started on dual antiplatelet therapy post implant. On (B)(6) 2022, at the 45-day follow-up transesophageal echo (tee), a device related thrombus was noted on the watchman flx device. Plavix was stopped and the patient was started on eliquis 5mg twice a day and aspirin 81mg daily.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was implanted. The patient was started on dual antiplatelet therapy post implant. On (B)(6) 2022, at the 45-day follow-up transesophageal echo (tee), a device related thrombus was noted on the watchman flx device. Plavix was stopped and the patient was started on eliquis 5mg twice a day and aspirin 81mg daily. It was further reported that the patient was compliant with their medication instructions, and they will have a follow-up tee at 6 months post implant.

Manufacturer narrative:
B5, b7: updated.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was implanted. The patient was started on dual antiplatelet therapy post implant. On 15dec2022, at the 45-day follow-up transesophageal echo (tee), a device related thrombus was noted on the watchman flx device. Plavix was stopped and the patient was started on eliquis 5mg twice a day and aspirin 81mg daily. It was further reported that the patient was compliant with their medication instructions, and they will have a follow-up tee at 6 months post implant. It was further reported that the thrombus was noted on the face of the device, was non-mobile and biased towards the mitral side.